Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician implanted lead cba095221 and noted high capture thresholds and a sensing anomaly. The physician elected to use another lead (cpa233746) and then noted the patient's blood pressure dropped, a perforation was discovered, so a pericardiocentesis was performed. Lead cpa233746 remained implanted and the patient was in stable condition post surgery.